Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 183 mg/dl. Customer stated that she had the pump in her bra where there was perspiration. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.